Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, a ruby coil unintentionally detached while being loaded into the microcatheter. A new coil used and the procedure continued successfully. There was no report of an adverse effect on the patient.

Manufacturer narrative:
The pet lock was intact. The ruby coil pusher assembly was kinked at approximately 13.0 cm, 21.0 cm, and 39.0 cm from the proximal end. The introducer sheath was pulled back past the friction lock on the pusher assembly. The proximal constraint sphere and distal detachment tip (ddt) were still intact. The coil was bunched up along the entire length. The returned device has been evaluated. The initial complaint indicated that the ruby coil unintentionally detached while being loaded into a microcatheter. Evaluation revealed that the pusher assembly was kinked in multiple locations. This type of damage typically occurs due to improper handling during removal from packaging, during use, or during packaging for return. Additionally, the coil was still intact with the pusher assembly, contrary to the initial complaint which indicated unintentional detachment. These devices are 100% functionally tested during process inspection. The microcatheter mentioned in the complaint was not returned for evaluation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.